Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from june 21, 2021 - june 23, 2021. The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed which showed evidence of a leak (backflow) at the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.